Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During inspection of the colonovideoscope, the tip cover and tip body appeared burnt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. However, it was not possible to identify the cause of the occurrence. It is likely that a high-energy treatment tool (laser, high frequency, etc.) Was used without securing a sufficient distance from the tip. The root cause of the event could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Confirmed that the inspection method for the event is described in "chapter 3 preparation and inspection_3.3 endoscope inspection" in the pcf-h290tl/I operation manual. Olympus will continue to monitor the field performance of this device.